Event description:
It was reported that the camera head presented no picture. There was no surgery time delay nor patient injury reported. A backup device was available.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with blank live video output. Cause of video malfunction is defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.